Event description:
It was reported that during a routine follow-up, noise was observed on the atrial lead. It was noted that noise had been present since (B)(6) 2014. The noise was reproducible through isometrics. Other electrical values were normal and no patient symptoms were reported. The lead remained implanted and patient monitoring would continue.

Event description:
New information from (B)(6) 2014 noted that the patient had been experiencing fatigue and weakness. Noise was still present on the atrial lead. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).